Event description:
A female patient contacted lifecor customer support to report that her screen shows a battery with a "?". She stated that she had bumped the monitor and the battery pack almost fell to the floor. When she looked at the monitor the "?" Displayed. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device eval summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The battery pack had a damaged locking tab. The battery pack was repaired. It was retested and restocked. The root cause of the damaged clip cannot be positively identified but was likely due to forcible removal of the battery pack from the monitor without pressing the locking tab before pulling. No adverse event resulted from the damaged battery pack. The patient received a replacement battery pack.